Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-329170 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 2/5/2025 it was determined this complaint is not reportable per (B)(4).